Event description:
A greenfield filter was implanted on (B)(6) 2006. On an unknown date it was noted there was a perforation. No further patient complications were reported. It was further reported that a patient with a history of multiple dvts and pulmonary embolisms was implanted with an ivc filter on (B)(6) 2006 with no issues. On (B)(6) 2017 a CT abdomen without contrast was performed. The filter legs were noted to have penetrated through the wall of the ivc into the pericaval/mesenteric fat. A filter leg penetrated into the duodenum. A filter leg was in contact with the anterior periosteum of a lumbar vertebra with associated chronic reactive changes. The filter leg may be embedded in the vertebra.

Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2006. On an unknown date it was noted there was a perforation. No further patient complications were reported.